Event description:
A physician reported a pt who was originally skin tested on 2 dec 1996 with negative results. The pt has had multiple treatments since that time without event. On 1 april 1998, the pt was treated in the nasolabial folds and the glabella. On 7 may 1998, the physician reported that the pt was not satisfied with the placement of the collagen at the glabellar region, and had been massaging the area "upward" since the 1 april treatment. The pt had a palpable "lump of collagen" about 1 cm above the original treatment site. The pt had had no itching, erythema, edema at the site. The physician planned to advise the pt to gently massage the collagen downward, to attempt to distribute the collagen "more evenly" in the glabellar region. On 11 may 1998, the pt reported to the physician that lumps and pruritus had developed at the nasolabial folds. The physician believed the symptoms were a hypersensitivity. No other medical or surgical intervention was planned or prescribed. On an unk date, the pt injected herself with cortisone twice intralesionally into the symptomatic area, against the advice of the physician. She had an indent at the site of swelling which the physician believed was probably related to the use of the intralesional cortisone. The symptoms resolved on 20 august 1998.